Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as "within 2 weeks of (B)(6) 2017".

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins had been taken out and put back in deeper (on (B)(6) 2017) in because it was sitting on their sciatic nerve. There were no further complications reported or anticipated.